Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of aborted procedure. Block h11: the device was not returned for analysis; therefore, a product analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer, there is not enough evidence to determine whether the issues were induced due to the physician's technique during the procedure or were related to a device malfunction. Additionally, based on the most relevant information for the complaint including product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process, the definitive cause of the reported issues cannot be established due to lack of evidence. Without the device, it remains unknown the causes that contributed to the events. Finally, the event cancelled/rescheduled - post sedation/sedation unknown will be classified as cause not established since there is not enough information to clarify the reason why of this condition. All compiled information on this investigation determines that the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 was used in a procedure performed on (B)(6) 2026. During the procedure, when the jumbo forceps was pulled out from the endoscope, it appeared to be caught in the area where it will be inserted into forceps channel and could not be pulled out. Insertion and pulling out operation were repeatedly performed several times, but it still could not be removed. The procedure was not completed due to this event. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6). Block h6: imdrf impact code f1001 captures the reportable event of aborted procedure.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 was used in a procedure performed on (B)(6) 2026. During the procedure, when the jumbo forceps was pulled out from the endoscope, it appeared to be caught in the area where it will be inserted into forceps channel and could not be pulled out. Insertion and pulling out operation were repeatedly performed several times, but it still could not be removed. The procedure was not completed due to this event. No patient complications were reported as a result of this event.